Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer performed troubleshooting and determined the most likely cause of the reported issue is the turbine assembly. The customer reported there is no patient involvement associated with the event.